Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. The investigation of the complained forceps has shown that one prong is indeed broken off as complained. The tip of the second prong is bent. The rest of the instrument is otherwise in good condition and the locking mechanism is still fully functional. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 5911416 was manufactured in july 2011, (B)(4) parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The hardness of material was with 476-479 hv0.5 within the specification of 500 +/-40 hv0.5. The broken surface is homogenous what indicates material conformity as well. Based on the received information we cannot determine the exact cause of this complaint. However, the returned condition indicates that excessive mechanical force during the surgery may have caused the breakage. We can confirm the visible damages are not from any manufacturing non conformity. Device history records review was conducted. Part 399.086 / lot 5911416. DHR review for manufacturing location: (B)(4). Manufacturing date: 13.jul.2011. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. Part 399.086 / lot 5911416. DHR review for manufacturing location: (B)(4). Manufacturing date: 13.jul.2011. No ncrs were generated during production. Review of the device history if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in humeral fracture surgery on (B)(6) 2017. On (B)(6) 2017, during washing a nurse found that the tip of the reduction forceps was broken. It turned out that the broken tip is still inside the cortical bone he hasn't decided yet if he extract it or not. No fragments were generated from broken device. No other medical intervention was required. Patient outcome is well and procedure was successfully completed except the breakage. There was no surgical prolongation reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).